Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed. Pen needle product has 100% IV height,angle,point inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: no action at the moment regarding the investigation conclusion that the certain cause cannot be concluded; however, we will keep monitor on similar issue from filed and trending regularly. Root cause description: DHR and manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. After confirmation with the sales again, the patient is a child. The parents injected the child with growth hormone while the child was sleeping, and the child moved more severely during the injection, which may cause the needle to be bent after being inserted into the skin, resulting in the broken needle. Based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to pen needle risk assessment, the needle broken with medical intervention is moderate (s3). The actual needle broken complaint occurrence rate is o1. The risk level is low, no CAPA needed.

Event description:
It was reported that pen needle 31gx5mm 7 pack cannula broke off inside the patient during use. The following information was provided by the initial reporter: it's reported that cannula break off during usage on the evening of (B)(6) 2020. Doctor help to confirmed that cannula break off inside patient¿s body. Cannula can be took out via surgery but the surgical wound may be large.